Manufacturer narrative:
(B)(4).

Event description:
The physician was using an in.pact pacific drug eluting pta balloon catheter to treat a soft tissue lesion in the popliteal artery. The lesion exhibited 80%stenosis. The device was prepped with no issues identified. No resistance noted advancing the device to the lesion, during the procedure a balloon twist was noted, see attached images. The balloon passed through a previously deployed stent. No patient complications reported. The procedure was completed with the same balloon. No patient injury or other sequelae were reported for this event please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Results: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Evaluation summary: a visual and a tactile inspection were carried out on the device returned: the balloon was found unfolded and full of dried blood and contrast solution. A twist on the balloon was detected at 73 mm from the tip. The device was flushed and a 0.018¿ guide wire was advanced from the tip to the hub of the device. Difficulty was experienced during the insertion of the guide wire due to a kink detected on the guide wire tube at 60 mm from the tip. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: wrinkles were noted on the balloon, in correspondence of the balloon twist detected; - 2 bar: the balloon kept showing some wrinkles. It was visible a twist on the guide wire lumen, in correspondence with the balloon twist. - 7 bar: some wrinkles on the balloon were still visible. The twist and also the kink on the guide wire lumen were visible. - 14 bar: the wrinkles were no more visible. The twist and the kink were clearly detected on the guide wire lumen. Angio images provided showed the balloon inflated twice in popliteal artery and the results of the procedure with the flow restored in the vessel. It was possible to detect a point of constriction in the central part of the balloon in the inflated status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.